Event description:
It was reported that the touch screen was not working. Several attempts were made to obtain add'l info. To date, no new clinical info has been provided by the customer.

Manufacturer narrative:
To date, the device involved in the reported incident has not be received for eval. An investigation has been initiated based upon the reported info.